Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the handle of the flex arm will not turn. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might have contributed to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually t ighten the instrument. Unable to manually tighten handle; the instrument remained loose. Screw at base of the handle appeared discolored, consistent with rust. Inconclusive; unable to determine root cause from the available information.